Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing due to loss of contact and led to false pause episode being recorded. No programming changes were made. No patient consequences was reported.